Event description:
The customer reported that she was not receiving insulin from her insulin pump. Troubleshooting was performed, and the insulin pump passed the prime test, but failed the high pressure test. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor. Unable to perform the occlusion and excessive no delivery tests due to the prime anomaly. The insulin pump passed the displacement test. The insulin pump had a cracked reservoir tube and battery tube threads.